Manufacturer narrative:
Note: two devices were returned for investigation although only 1 device was stated in the complaint. A supplementary MDR has been submitted for 1 device and this MDR is for the 2nd device returned for investigation. Investigation summary received two (2) used. List # 140019291, primary plum set with one (1) used. List #unknown, baxter viaflex sodium chloride 0.9% 100 ml intravenous infusion bag and one (1) used. List #unknown, extension set with filter; lot with one (1) used. List # unknown, spiros for inspection. As received, a stick down was observed on one (1) set. The two (2) sets were leak tested and leakage was observed on the secondary port of the cassette one two (2) sets. The two (2) sets were disassembled and a bent spike, broken spike, and torn seal were observed. The reported complaint of leakage can be confirmed. The probable cause of the bent spike and broken spike is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received with regard to plum set, which generated a leak during patient use. The reporter mentioned that leaking when connected to 011-cl3020. The event did not involve death or serious deterioration of a person. There was no patient harm reported.